Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: device history reviewed 29 mar 19. 3 unrelated non-conformances on this lot number. Final micro and sterility tests passed. Complaints database searched: a complaint database search finds 1 additional but unrelated report against the provided product and lot combination. Based on the inability to find any other related incidents against the provided product and lot code, it is reasonable to conclude that there are no anomalies regarding manufacturing or inspection contained in the device history records that would contribute to the reported event. Complaints received by cmw in the last 12 months for this issue ¿ by product code: 65. By product family: 144 (61x smartset hv, 83x smartset mv). DHR and complaints/ complaint trending reviews completed, no manufacturing or post-market action identified.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : device history reviewed 29 mar 19 (B)(4) unrelated non-conformances on this lot number. Final micro and sterility tests passed. Complaints database searched: a complaint database search finds (B)(4) additional but unrelated report against the provided product and lot combination. Based on the inability to find any other related incidents against the provided product and lot code, it is reasonable to conclude that there are no anomalies regarding manufacturing or inspection contained in the device history records that would contribute to the reported event. Complaints received by cmw in the last 12 months for this issue ¿ by product code: (B)(4). By product family: (B)(4) (61x smartset hv, 83x smartset mv). DHR and complaints/ complaint trending reviews completed, no manufacturing or post-market action identified. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Occupation: attorney.

Event description:
Patient was revised for findings of significant arthrofibrosis, loosening of the tibial base with dead bone found in the metaphysis-unknown loosening interface, and stretching/loosening of the lateral femoral condyle-unknown interface. The patella was not revised.